Manufacturer narrative:
Visual inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after the removal of a balloon pump. Reportedly, after the sutures were retrieved the device was stuck in the patient anatomy. Some force was used, but the device would not come out. The suture was stuck. The suture was cut and removed, the guide wire was re-inserted and the proglide device was removed. There was no tissue damage to the artery. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.